Event description:
The instrument nurse said she placed the reload into the device and she heard the clicking noise. The cartridge was loaded before removing the retaining cap. The reload was removed from the body cavity using a pouch through the trocar site after the trocar was removed. The incision was extended to remove it. An applied 12 mm trocar was used. The trocar was re-inserted. The patient was discharged from the hospital.

Event description:
It was reported that during a laparoscopic gastric by-pass operation, the powered echelon 60 was fired normally with blue reloads four times. On the fifth firing, once the jaws of the powered echelon was opened inside the abdominal cavity, the blue reload slid off/fell off and landed on the bowel. The surgeon had difficulties removing the reload from the patient. This resulted removing the trocar and prolonged operation time. Post op the patient started bleeding from the port side where a hematoma had developed. The patient was rushed back into or to manage the bleeding surgically. The instrument nurse assured that the reload was properly placed in the endostapler. (Two more firings with the same instrument pe60 were preformed successfully with white reloads.) Patient reported to be stable.

Manufacturer narrative:
(B)(4). Results: damaged cartridge, missing cartridge drivers. The analysis found that one cartridge reload was returned unfired with cartridge deck damaged and the one piece sled detached from the cartridge making it non functional. Furthermore a double driver was noted missing and one cartridge retention tab was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. Although no conclusion could be reach on why the one piece sled is detached or the double driver missing, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).